Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and that the customer experienced a high blood glucose. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was 421 mg/dl at the time of the incident. The customer was treated with the insulin pump and troubleshooting for the high reading was declined. The customer's parent stated that the drive support cap appeared normal. The customer's parent stated that the customer walked through a body scanner with no problems on the insulin pump when asked if the insulin pump was exposed to high magnetic fields. The customer's parent was assisted in performing a rewind. The customer's parent was able to complete pump rewind. Displacement test and manual prime were successful. The customer's parent was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.